Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to q1 on ECG d was shorting the belt discharge voltage to ground. The root cause for the defective q1 component could not be positively identified. There were no adverse events associated with the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.